Event description:
Pump was beeping air in line. This registered nurse (rn) clamped the line. When this rn removed line from pump to look at the air, fluid leaked from the line onto this rn hand. This rn found a hole in the tubing at a connection point. A new line was hung. This rn labeled the broken line at location of hole.